Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 344 mg/dl and ketones. The customer had been experiencing high blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. The mother mentioned that the customer's current infusion sets fall off when he sweats. The mother stated that he would be going back to his previous infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.